Event description:
It was reported via repair work order that the stair pro may not support weight due to a broken right side locking strut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.